Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration, the motor was corroded and the speed was unstable, the reciprocation arm was worn, the cable was damaged (metal wires were exposed), the control bar was out of position and the switch was damaged. The reciprocation arm, plug harness assembly, switch, motor, shaft bearings, sleeve bearings, and thickness control shaft were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: qatar.

Event description:
It was reported that outside of surgery the devices were not working. There was no patient involvement. During product evaluation it was found that the cable was damaged with exposed metal wires and the motor speed was unstable. Due diligence is complete and there is no additional information available.